Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via a pump implanted for non-malignant pain and chronic low back pain. The patient had post lumbar laminectomy syndrome with intractable axial spine pain. The patient's history included chronic obstructive pulmonary disease and congestive heart failure. It was reported that the patient was implanted on (B)(6) 2013 with a 20 ml pump following a single intrathecal injection trial. The intrathecal delivery system never provided significant benefit. The patient's preoperative workup demonstrated that the intrathecal catheter tip was at t4, which was out of position for low back and lower extremity radicular pain post lumbar laminectomy syndrome. The health care provider implanted a temporary trialing catheter at t9-t10 to determine if that was a more appropriate level for efficacy. The patient was then admitted to the hospital for intrathecal trialing. The patient was to receive intrathecal morphine and bupivacaine. The patient tolerated the procedure well. It was also reported that on an unknown date the patient had a catheter revision, because the catheter wasn't going to the right place. The issue was resolved.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient was implanted by another physician at t4. The catheter was repositioned to t9/t10. A date of (B)(6) 2013 was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.